Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump displayed all asterisks (***) then shut off. The user facility¿s biomedical engineer tested and found the unit will power on but displays ¿a---¿. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.